Event description:
It was reported that during a right renal stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was an ~80% stenotic de novo lesion which was not predilated. The customer stated that the "balloon stuck to the stent after the balloon had been inflated and deflated." The device was introduced and removed from the guide catheter only once. Resistance was met only during removal of the balloon from the stent following deployment, not when removing the stent delivery balloon through the guide catheter. The physician had no difficulty inflating the balloon, which was inflated on the first attempt and ultimately reached 10 atms. The physician had no difficulty deflating the balloon, but it became hung up on the stent briefly. The patient was asymptomatic during this event. The physician jiggled the balloon for about 20-30 seconds until it finally came free of the stent. The device was removed from the patient in an intact and fully deflated state. The procedure was successfully completed with this device. The final patient condition was reported as "fine/good."

Manufacturer narrative:
The complaint indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.